Manufacturer narrative:
Continuation of d10: 310c31 tissue valve implanted on (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that six months post implant, the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained (hrns) episodes. Short v-v intervals and hrns episodes showed non-physiologic noise. It was also reported that 2.3 years later, the rv lead triggered an alert for low rv coil impedance of 0 ohms suggesting that the patient had a medical procedure at the time of the event. Nine months later, two lias occurred on the rv lead. The subsequent lias were possibly associated with the patient¿s clinical status issue. Episodes showed the patient's very fast ectopy and sensing with r-wave double-counting at times due to the high slew rate signals in the ectopy. The lias were false positives caused by the patient's high rate and slew rate ectopy. The lead remains in use. No patient complications have been reported as a result of this event.